Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the packaging was not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009136, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27/oct/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009136". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009136 was packaging according to work instruction (wi) version 81 in the machine multivac 12 on 11/sep/2024, with a total of (B)(4) units. The review of the DHR revealed that, one non-conformance (nc) was found with number 2005716, incorrect paper on packaging batch 6009136 quickset product. Therefore, the DHR confirms that all required tests related to the process were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded related to complaint code. Test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples or photographic evidence have been submitted for analysis. One non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no non-conformance (nc) raised during production related to complaint malfunction code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.